Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of sudden return of symptoms and diarrhea was not determined. Patient had activated and powered up their device and taken imodium. Their symptoms were not quite resolved, but somewhat improved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient wanted to increase stim and patient did not remember how to. Patient stated diarrhea had been really bad and ins was not working for patient's symptoms from last four days. Patient stated stim was on, set to program 4 at 2. Patient increased from 2 to 3.0 and patient stated stim was a little strong but patient can feel stimulation. Patient could handle stim at 3.0. Patient decreased to 2.9 because stim at 3.0 was "pinchy". Patient would leave stimulation set on 2.9. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.